Event description:
Patient experienced seizures that lasted 25 minutes and reported having 15 seizures in 24 hours. The patient was taken to the emergency room. It was noted that the physician had not seen the patient yet to check the device. No other relevant information has been received to date.

Event description:
Physician's office indicated that no further assessment of the events was available as the patient had not presented for a follow-up appointment. Last known settings and diagnostics were provided.